Event description:
The customer states that falsely elevated results were reported out of the laboratory due to axsym bulk solution 3 bottle being empty during testing. A patient with a troponin-I adv result of 0.59 ng/ml and ckmb result of 80.0 ng/ml was transferred to another hospital where a cardiac catherization was peformed. Troponin testing at the other hospital was negative (method not provided). The customer retested the patient sample after replacing bulk solution 3. The troponin-I adv result was <0.04 ng/ml and the ckmb result was 3.5 ng/ml. No patient injury was reported.